Event description:
It was reported that the customer's insulin pump screen fades away and had a whining noise. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display and missing segments on display and followed by constant tone anomaly isolated to the display window board.